Event description:
On 04/30/2015, an omni sales rep submitted a complaint indicating that a scrub tech observed that the index mark on the rim of the acetabular component was not aligned with the screw holes. The marking was 180 degrees from its normal position on the rim of the component. Surgeon determined it was not a concern for pt safety and implanted the component normally. On 05/21/2015, the same omni rep submitted a similar complaint indicating that during cup implantation, the scrub tech noticed the index mark on the cup rim was approx 90 degrees off of its proper location. As a result, the surgeon implanted the cup with screw holes was however in a usable position. Surgeon implanted one screw without incident and continued with the procedure.

Manufacturer narrative:
The surgical technique explains the marked line is used as a reference to aid the surgeon in aligning the implant in the proper anatomical location prior to placing the screws. When implanted, the line should generally be oriented between the superior and inferior iliac spines. If this line is in the wrong location, there is potential for non-optimal rotational alignment of the implant which may limit use of all three screws if desired. Prior to placing screws, the surgeon would see that the screw holes do not line up to the appropriate anatomical location and would need to determine if they wanted to remove the shell and reposition it in order to use the desired number of screws, potentially introducing a short delay in surgery. A sample from the suspect lot was pulled and the marked line was found to be 120 degrees from its correct location. Another sample was pulled from a different lot, but same vendor code, and found to be incorrectly marked as well. Vendor has been notified and has opened a CAPA. Based on the investigation, it seems the parts affected are narrowed down to february 2015 manufacture dates. Review of the mfg, packaging and sterilization documentation for the devices in question revealed no other deviations from process or non-conformities of the product. No adverse events have been reported.